Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D6b: explant date should be blank as item was explanted at a later date, separate from the current reported event. H6: proposed component code: mechanical (g04) head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided for this event. The created timeline based off the provided information indicates the patient has a history of multiple revisions and dislocations. The latest revision was due to dislocation and infection, where a competitor liner was placed with zimmer products. Approximately 2 months later, the patient underwent a closed reduction to correct a dislocation. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. This complaint cannot be confirmed. Medical records and pictures were not provided for this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that approximately two months post-revision due to dislocation and infection, the patient underwent a closed reduction due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown competitor liner. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.